Event description:
Shipping products with unreadable printed label (poor print / others).

Manufacturer narrative:
(B)(4). We were unable to analyze the package utilized in the reported event, as the package was not returned to us, we have reviewed related attachments and documented the circumstances as they were reported to us. The photograph was submitted; the primary package appears to be have illegible or missing non-variable print. Batch history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.